Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife called in to report an unexpected re-initialization that occurred after inserting a new sensor. The customer's blood glucose level was 480 mg/dl and treated with the insulin pump. The customer's sensor was replaced, however nothing was returned.